Event description:
It was reported that patient underwent an open mid abdominal, ventral hernia repair procedure on (B)(6) 2012 and mesh was implanted. The patient was discharged on (B)(6) 2012, without any complications. On (B)(6) 2012, serous fluid at the incision midline with inflammation was noted. The surgeon stated the condition is mild, but ongoing. The patient was treated with a renasys wound vacuum system. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.